Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent an emergent endovascular procedure to treat an aneurysm utilizing three gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2026, patient had an unscheduled follow up visit with imaging done. On (B)(6) 2026, a distal residual type 1b endoleak and retrograde false lumen flow was noted. Subsequently, a reintervention was done on this day the celiac artery was plugged with embolization coils and stent placement with three gore® viabahn® vbx balloon expandable endoprosthesis. Physician stated the cause was due to large aortic diameter at the distal landing zone. On (B)(6) 2026, patient was discharged from the hospital. On (B)(6) 2026, a mechanical fall was noted which was not related to the ctagac devices. On (B)(6) 2026, additional information was received by ccs that a correction by the study site was made for the previous (B)(6) 2026 adverse event. It is not a mechanical fall but a type 1c endoleak from the left renal artery with one of the gore® viabahn® vbx balloon expandable endoprosthesis. It was also reported that the patient underwent a medical or surgical reintervention to resolve type 1c endoleak.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.